Manufacturer narrative:
Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.

Event description:
The customer reported that the device experienced an error 00040.